Manufacturer narrative:
(B) (4). (B) (4). The site has indicated the sample is not available for investigation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that after approximately 10 minutes of use in the procedure, they changed the pencil tip. When activated, the clean tip had a fire like a candle flame. Another pencil was used to complete the procedure. The generator was set in spray mode at 60w. There were no flammable materials or chemicals such as alcohol nearby. The patient was reported as ok.